Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.00mm x 8mm was returned for analysis. A visual, tactile, microscopic examination, device to device interaction test and leakage test was performed. A visual and tactile examination identified multiple kinks along the length of the hypotube. An examination of the distal extrusion identified multiple kinks along the length of the extrusion, including kinks in the corewire. The device was received with the balloon in a deflated state (not folded). A detailed microscopic examination of the balloon material identified no tears or holes in the balloon material and a 0.014 inches wire was inserted through the tip and wire lumen. Using a pretested encore inflation unit encore tested to rated burst pressure of 20 atmospheres as per instructions for use, using the druck gauge, the balloon inflated to its rbp with no leaks or loss of pressure. A vacuum was applied, and the balloon deflated with no issues. The balloon was inflated three more times to its rbp with no leaks noted. Device analysis confirmed that there were no leaks in the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmosphere, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmosphere, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.